Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24407. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead and atrial lead were oversensing noise triggering inappropriate mode switch and noise reversion episodes. No programming changes were completed to address this issue. The patient was stable and will continue to be monitored.